Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Additional system component being reported for this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient had 2 controllers with loose power connectors. The controllers were both replaced from stock and there was no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
Controller-(B)(4)- expiration date: 02-29-2016 mfg. Date: 02-01-2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed visual inspection and functional testing due to a loose power port 1 (ps1) connector and a power port 2 (ps2) connector, also both nuts inside the housing were found loose internally for con189468r01. Analysis of con189471r01 revealed that the device failed visual inspection and functional testing due to a loose power port 1 (ps1) connector. Con189067r01 and con189471r01 had the software maintenance release (smr) update installed. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. Heartware has opened an internal investigation to evaluate loose connectors. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.